Manufacturer narrative:
The customer provided response to the questionnaire regarding the presence of foreign material. The product was cleaned, disinfected, and sterilized before requesting repair. The customer does not know when the foreign material adhered to the scope. There were no problems with accessories used for reprocessing. The endoscope was submerged in detergent solution. The air/water nozzle was brushed with a gauze, brush, or sponge and was flushed with detergent solution. An evaluation of the returned device confirmed the customer allegation. Due to damage on zoom (charge coupled device), zoom function did not work smoothly. Due to wear of angle wire, the play of up/down knob was out of the standard value. Adhesive on bending section cover had a chip, crack and white clouded area. Due to clogging of nozzle, water removal ability does not meet the standard value. Adhesive around objective lens and light guide lens had white-clouded area. The distal end cover had a dent. Protector of universal cord on scope connector side and connecting tube had a scratch. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, the image from the colonovideoscope did not return to normal after magnification. The device was returned and an evaluation at the repair center revealed presence of foreign material in the nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the air/water nozzle was clogged with foreign material, however, the specific material could not be identified and the cause could not be specified. The nozzle was not reported to have been deformed and it is unclear if reprocessing was performed according to the instructions for use (IFU) based on the information provided. Information regarding pre-cleaning was not provided. The event can be detected by following the instructions for use (IFU) which state: "[inspection of the endoscope] 8. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, dents, deformation, or other irregularities. [Inspection of the objective lens cleaning function] inspection of the water feeding function 1.keep the air/water valve¿s hole covered with your finger. 2. Depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.